Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the otv-s400 technical guide, an e224 error code indicates a communication error (generally due to a central processing unit failure). Since the device was not retuned, a definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the visera 4k uhd camera control unit relayed an error code e224 to the monitor; this error indicates a camera head communication error. This issue was identified during preparation prior to use. The customer reported the device issue caused a thirty minute delay while patient was sedated/anesthetized. The customer reported no medical intervention was required and the procedure (salpingectomy) was completed with the same device. The customer reported the device relayed an device image but image could not be adjusted. No adverse effects to patient reported as a result of the delay.

Manufacturer narrative:
The device has not been returned for evaluation. If the device is returned, an investigation will be performed and a supplemental report will be filed.